Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "will not articulate correctly". Failure analysis found the primary failure of failed intuitive motion test to be related to the customer reported complaint. This instrument¿s grip tips were not moving intuitively, they were not following the master tool manipulator (mtm) input commands smoothly. The root cause of this failure is attributed to a component failure. The following additional observation that was not reported by site was found to be related to the primary failure: the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the instrument log for the tenaculum forceps (part 470207-10/n10200323-0187) associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2021 on system (B)(4), with 4 lives remaining. This complaint is reportable due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the failure mode identified through failure analysis could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the tenaculum forceps instrument would not articulate correctly. The procedure was completed with no reported injury. No fragment fell into the patient. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, the customer reported that no further details could be provided.